Manufacturer narrative:
Patient weight was not provided. The referenced report of red heart alarms and pump stoppage on (B)(6) 2017 is covered under medwatch MFR report# 2916596-2018-00117. The serial number of the system controller was requested but was not provided, therefore the manufacture date, device unique identifier (UDI) and approximate age of device are unknown. The system controller is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that on (B)(6) 2017, the patient presented with red heart alarms. Device interrogation revealed a pump stoppage. The patient informed the vad clinician that they tried to exchange out the system controller in response to the alarms, but could not get the percutaneous lead (driveline) removed from lock. The customer was able to successfully exchange out the system controller on (B)(6) 2017 due to a damaged black power lead. At the time of the red heart alarms, the patient reported feeling lightheaded and dizzy. No additional information was provided.

Manufacturer narrative:
The reported event of a nonfunctional perc lock was unable to be determined as the system controller associated with this event was not available for evaluation. No photos were provided for review. The reported system controller was disposed of. As a result, this complaint file will be closed with no further actions. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.